Manufacturer narrative:
Philips service power cycled the wcb, restoring the images. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that xtravision images were not appearing on the flexvision monitor on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.